Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient experienced a high blood glucose event due to excessive food intake on (B)(6) 2026. The patient received treatment with correction bolus via pump. No further information available.